Event description:
A caller reported experiencing a cartridge alarm with their insulin pump during the load process. There was no adverse impact to the customer's blood glucose level. The customer had not previously reported this specific alarm but had encountered similar issues with consecutive cartridges. Technical support confirmed these alarms and decided to replace the pump, which was still under warranty. The customer was informed that they would receive a pump with updated software and acknowledged the instructions to return the malfunctioning pump using a provided return box. They agreed to program their settings and connect their continuous glucose monitor to the new pump. The customer was also informed about backup therapy to ensure insulin delivery would not be interrupted.